Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported problem was not able to be confirmed using logs though there was various instances of hard fault c-34 happening dozens of times. Upon visual inspection there were no issues found that would be related to the reported event. The erbe was tested using system, upon cauterizing using monopolar slots they both would not cauterize though it would emit tone (bipolar worked as normal). As a result of these findings, the monopolar slot 1 and 2 likely the root cause of the reported event. Upon visual inspection, the unit shows to be in good condition. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vision system (vs) was not getting any monopolar energy and was getting an audible tone when activating monopolar, but no energy. The site replaced the instrument and cord with no change and rebooted the integrated electrosurgical unit (iesu) and the system with no change and will use the force triad to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were placed prior to the issue being identified. When powering the system up, everything powered on appropriately, so the site did not check the system functionality and did not test the energy source. The site noted the field engineer had replaced the erbe generator two days prior and the customer was told that it had functioned correctly after being replaced. The system initially powered on without errors. The customer did not recall calling dvstat for troubleshooting, but they did call two days prior and had the technical support team walk through how to use a different cautery unit to finish the case, and the customer used the same technique to resolve this issue. To resolve the issue, the customer used a cable that connected the energy source on the back of the davinci tower to a valleylab force triad energy unit. The procedure was completed using energy from the force triad cautery unit, without further complications. There was no injury to the patient. The surgeon did not disable or discontinue use of arm due to issue. The procedure was not completed robotically with all 4 arms, as the site doesn't typically need to use all 4 for the specific procedure they were doing.